Manufacturer narrative:
Ous MDR - the analysis results did not indicate a material defect or MFR error for the pacemaker or the lead. Both products were within all specs. A cause for the syncope mentioned in the complaint could not be found during the analysis.

Event description:
Ous MDR - after an implantation time of about 12 months, syncope was reported. The pt was admitted to the hospital and the analysis of the long-term ECG showed pacing pauses of up to 3 seconds. The pacemaker and the lead were explanted. Associated devices: philos dr, (B) (4), MDR 1028232-2010-00137.